Event description:
The hand control bovie pencil would activate without button being pushed. No apparent injury to patient. It was evaluated in clinical engineering. A faulty "cut" switch caused the unit to remain on. The device was used with a sybron electrosurgical unit which met mfg's specsinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, visual examination. Results of evaluation: design, electrical problem. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.